Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose matched the active basal program total or were as expected, and the basal history matched the active basal program settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-11-2017 with the following findings: the pump was exercised for 24hrs with no errors, alarms or warnings duplicated. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. Unrelated to the original complaint, the audio bolus button cover was missing on the pump; therefore, a 10u audio bolus was unable to be completed.